Event description:
It was reported that the anesthesia workstation does not always work in controlled pressure. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our field service engineer visited the hospital and simulated use tested the anesthesia workstation but no deviations could be found. After a successful system check out, the anesthesia workstation was returned to service. The logs were collected and sent for evaluation. The evaluation of the received device logs show that the ventilation was in a pressure controlled mode and the limit for the airway pressure alarm were set too narrow relative to the parameter setting. This resulted in the airway pressure exceeding the airway pressure alarm limit and thus activating the fresh gas safety valve for pressure release and the generation of alarm for high airway pressure. The inspiration was subsequently interrupted by the system and switched to expiration according to design. Our conclusion is that there have been no malfunctions and the anesthesia workstation behaved according to specifications given the settings made.

Event description:
(B)(4).